Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the cuff does not stay sealed. It was emptied during the night and air was added several times during the night. A cuff pressure gauge was in use, but without a tube in between. The cannula was changed the next day. The operator of device was a health professional and the event occur in the hospital. Pictures attached. There was patient involvement but no patient harm. Related complaints (B)(4).